Event description:
It was reported that an ilet had a cracked, nonresponsive touchscreen on the lower left side, leading to difficulty using the device; the user planned to continue basal and correction doses and was advised to disconnect for two hours if taking a manual meal bolus. Symptoms included no injury. Outcomes included no medical treatment or hospitalization. Investigation included remote troubleshooting, data sync verification, replacement coordination, and instructions for shutdown and return. Investigation of this case revealed a damaged display component consistent with screen breakage and loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.